Event description:
It was reported during treatment with an ak 96 machine, ¿the ultrafiltration was high¿, further specified ¿more than 300ml during treatment¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was inspected on site by a qualified technician. The device was calibrated and a self-check and disinfection were performed and no defects were observed. A simulation test was performed and no leak was observed. Furthermore, it cannot be ruled out that an additional factor leading to the discrepancy could be related to a wrong weight calculation. It is also to be considered that a measure of the deviation of the weight loss of the patient during treatment (apart weighing inaccuracy or errors) could be affected by multiple sources of error such as missing or inaccurate reporting and food/beverage intake, missing or inaccurate recording of infusion/medicaments given during treatment, clothes inadvertently added or removed before/after the treatment. Therefore the cause is user related. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.